Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990 knee scorpions clamp broke. This occurred during a knee arthroscopy procedure when clamping the meniscus. The clamp broke, and the fragment was recovered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2019.